Event description:
Reporter indicated a pt was experiencing worsening depression, possibly related to vns therapy stimulation. Device parameter settings and medications were changed. No further info is available from the reporter. Vns diagnostics tests were not performed due to possible unblinding of study pt.